Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020 the codman certas valve was replaced due to no flow. The valve was only implanted for 3 months and the physician stated that the patient often had problems and she wanted to know if there was a blockage due to high protein.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. UDI (B)(4). The certas valve was returned for evaluation: review of the history device records was not possible as the lot number was unknown failure analysis the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, efflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.